Event description:
It was reported that balloon rupture occurred. The 99% stenosed target location was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 150mm, 150cm ranger paclitaxel-coated pta balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for one second, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.